Manufacturer narrative:
A ge service representative supplied a power switch to the customer. The customer replaced the power switch.

Event description:
The customer reported that the 8800 system would not turn on. No patient injury was reported.